Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the balloon catheter ruptured while being used to deliver another company's stent. During removal, upon reaching the sheath, the balloon catheter separated leaving the distal portion of the balloon catheter and the stent in the pt. Reportedly the pt was in stable condition.